Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to correct h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified nor the root cause of it. Along with the foreign material event, there was also water tightness lost due to deformation of flexibility adjustment ring, discoloration with the air-water cylinder and the suction cylinder, dent on the forceps channel port, a cut on switch button three, a scratch on the plug unit, a crack and chip on the light guide lens, a crack on the adhesive of the bending section cover, a scratch on the connecting tube and on the universal cord. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned as part of the asset return process. The following findings were found during evaluation: foreign material was found on air water channel; the channel walls had some kind of white material and leakage was found at the flexibility adjustment ring. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
The evis exera lll colonovideoscope device was returned as part of the asset return process. During routine inspection of the device by olympus, it was found the air/water channel was clogged with foreign matter, which had been attributed to insufficient cleaning. There was no patient involvement associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during device evaluation.